Event description:
Event reported by attorney. The legal complaint states the following: pt had t-sling implanted on (B)(6) 2006. Surgery type/procedure: stress urinary incontinence and cystourethroscopy. Pt claims to have suffered bodily injuries, which include painful sexual intercourse, overactive bladder, prolapsed bladder and infections. Pt first experienced symptoms in (B)(6) 2006, but did not attribute them to the mesh until she saw the television ad in (B)(6) 2012. No additional info was provided.